Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was reading above the correct count. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review revealed one loss of prime warning due to a low non-zero force on (B)(6) 2013. The pump powers on and displays verify screen. The unit passed ¿ez-prime¿ steps correctly. The pump was exercised for 24 hours with no ¿loss of prime¿ or any delivery interruption occurred during the duration test. The force sensor calibration reading is above the correct count. The pump¿s case was removed, no intermittent condition was found to the force sensor circuit. The force sensor resistance reading is at 8.1k ohms. (B)(6).